Event description:
Subsequent to the initial MDR, information was received which indicates that the patient's hypotension resolved on (B)(6) 2012. No additional information was provided.

Event description:
It was reported that the patient underwent a stenting procedure on (B)(6) 2012 and an xact stent was implanted in the mildly calcified right internal carotid artery. Post procedure, the patient experienced an episode of hypotension and was given norepinephrine. Reportedly, the patient had been having episodes of hypotension prior to the stenting procedure. Prior to stent implant, the patient's blood pressure was reported to be 154/85 and was 102/62 post implant. Norepinephrine was started when patient's blood pressure dropped to 71/45 and discontinued when blood pressure increased to 108/84. The patient was discharged to home on (B)(6) 2012, with his antihypertensive medications discontinued. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effects of hypotension is a known potential adverse event as listed in the xact instructions for use. Although a conclusive cause for the reported adverse patient effects and relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.